Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they were having sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 124 mg/dl at the time of the incident and the sensor glucose was 84 mg/dl. Insulin delivery was suspended as a result of the differences. Troubleshooting was completed and the customer will monitor the pump and sensor. The sensor will not be returned for analysis.